Manufacturer narrative:
Report confirmed. Evaluation determined that the foot was cut. The likely cause of failure could not be determined. It was also noted that there was tool insertion difficulty, the bearing was worn and corroded and there was no evidence that any other failures during analysis were found that may have contributed to this event. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to track and trend this comp laint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to cut foot. On follow-up, it was reported that there were no additional actions required due to the device issue, no procedure delay, and the device issue was found prior to surgery and was not used on patient. Also, the patient experienced hematoma during the surgery and was reduced post surgery but it was confirmed that this device did not cause the patient's current status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.